Event description:
Customer said that he had a pod on last week that he didn't think was delivering insulin. He said he had a big meal but he took an appropriate bolus for it. He said that when he went to bed his bg was over 400. When he woke up this bg was hi. He was concerned because he didn't get any error message. He said that the cannula was "twisted" and bent when he took the pod off. He said that maybe the cannula had come out of his skin. The caller had disposed of the device so it is not available for evaluation.

Manufacturer narrative:
The device involved in the reported incident was disposed of by the user and is not available for evaluation. No conclusion can be reached at this time. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.